Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe. There was no report of patient impact. The following information was provided by the initial reporter: our same client just reached out to us today and provided 3 more failed lots of bd syringes due to foreign matter again.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: . Medical device lot #: 1335657. Medical device expiration date: 08/31/2026. Device manufacture date: 01/07/2022. Medical device lot #: 1329050. Medical device expiration date: 08/31/2026. Device manufacture date: 01/07/2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-mar-2022. H6: investigation summary: our quality engineer inspected the 7 samples and 3 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. During the examination of the samples all were found to be within proper manufacturing specifications. A manufacturing root cause could not be determined since the reported defect was not confirmed. A device history record review for lot 1329050 showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the 9 samples and 3 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. During the examination of the samples all were found to be within proper manufacturing specifications. A manufacturing root cause could not be determined since the reported defect was not confirmed. A device history record review for lot 1335657 showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe. There was no report of patient impact. The following information was provided by the initial reporter: our same client just reached out to us today and provided 3 more failed lots of bd syringes due to foreign matter again.